Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused skin cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused skin cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During external and internal inspection, we observed unknown white and black contamination (dust-like) (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white and black contamination (dust-like) (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust-like contamination on the top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown white contamination (dust-like) in the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes.